Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device experienced a constant false upstream occlusion. The cause was identified to be the ultrasonic sensor out of specification which was replaced to correct the condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device experienced a constant false upstream occlusion. No additional information is available.